Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the permanent implantable neurostimulator (ins) wasn¿t helping as much with the patient¿s pain as they had hoped, even though the trial had been effective. It was noted the consumer worked with the patient¿s managing healthcare provider (hcp) but were seeking a second opinion although they were told it may be due to scar tissue from previous surgeries like a laminectomy. The consumer and hcp were considering an MRI of the back to check regarding scar tissue or if they leads had migrated to determine further action. There were no traumas or falls reported. The healthcare provider (hcp) later reported the cause of the lack of therapy was due to the lateral placement of the paddle which was confirmed by an x-ray. The consumer was given the option to revise the spinal cord stimulator (scs) via a superior laminectomy versus removal of the scs versus leaving it in. The consumer wanted to think about their options. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding the patient. It was reported that the patient¿s device is not working properly and not helping with their pain. It was noted that the issue occurred almost immediately after being implanted, and a manufacturing representative was also made aware at that time. It was also mentioned that the patient has been in touch with manufacturing representatives a lot.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Additional information received from a consumer reported that the trial worked; however, a month later the patient¿s present device was placed and it¿s not working and cannot eliminate the pain in their back and leg. The patient was experiencing continuing pain that was related to their device or therapy, and their device was not helping with the pain at all. The patient was instructed to have an MRI to see if it was a question of needing to replace the leads or the possibility of scarring affecting the performance of the device.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.